Manufacturer narrative:
E2/e3 not provided. The device was expected to be returned and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
It was reported that the device lens missing and had poor image color. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
Investigation noted the customer reported issue was not reproduced. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), caution¿ of ¿4.4 color adjustment¿ of the instruction manual. - refer to the instruction manual for the video system center for white balance or manual color-tone adjustment. ¦the following description is found in ¿caution¿ of ¿dangers, warnings, and cautions¿ of the instruction manual. - do not strike the camera head. The camera head may be damaged. Based on investigation, a definitive root cause cannot be identified on the reported phenomenon. However, it was presumed that the reported phenomenon occurred due to electrical/electronic component problem and device degradation problem attributed to component failure. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer investigation.